Event description:
Reportedly, during testing, the ventilator shut down with a "device alert" and a "con proc failed" alarms. There was no pt involvement reported. The control board was replaced and the issue was resolved.

Manufacturer narrative:
(B)(4).